Manufacturer narrative:
Customer quality (cq) conducted an investigation of the returned device. The evaluation has shown that the laser weld on top of the handle is broken. Therefore the handle is separated from the shaft. The evaluation has shown that the device is in a very used condition, there are marks of many hammer blows visible at the shaft and the bottom side of the overhang with the attach/lock marking. Therefore it can be assumed that these damages at the bottom side of the instrument did lead to the breakage of the weld. However, due to other complaints of the same nature, appropriate action has been taken to address this issue. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #03.010.410 lot. #l045816, manufacturing location: (B)(4), manufacturing date: 16.sep.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the blue handle loose after the blade has been locked and the instrument was removed from the aming arm. No prolongation of surgery and no harm to the patient. Surgery could be completed without any problems. This complaint involves one part. Concomitant parts reported: 1x unk blade, 1x aiming arm. This report is 1 of 1 for (B)(4).